Event description:
Additional information received indicated that the patient underwent surgical intervention wherein both leads was explanted and replaced. Reportedly, effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-33259. It was reported the patient experienced ineffective therapy. Diagnostics indicated both of the patient's leads migrated. In turn, reprogramming was unable to resolve the issue. Surgical intervention may take place at a later date to address the issue.